Event description:
It was reported sometime between (B)(6) of 2025 that the customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided; cause was unknown (customer could not recall the exact event date). Due to the elevated bg level the customer "threw up" and felt dizzy. Customer consumed water to address bg level and went to the hospital. Customer was treated with "fluids" which resolved the issue and was released from the hospital (date was unknown) with no permanent damage. Reportedly, the customer reverted to an alternate method of insulin therapy.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided; cause was unknown. Due to the elevated bg level the customer "threw up" and felt dizzy. Customer gave a correction bolus via the pump and a manual injection to address bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.